Event description:
It was reported that there is no sound coming from this unit, no alarm sound, and no power on beep. No pt incident reported, and will engage in monitoring.

Manufacturer narrative:
The returned device was evaluated. During eval of the device the unit powered on using (lab stock) batteries, an audible tone during the power on self test is distorted, but present. The unit is capable of engaging in monitoring using the masimo test module and finger/sensor. Unit alarms both audibly and visually when finger is removed from sensor and sensor is removed from system (audio distorted). Internal inspection reveals fluid ingress residue on emi shield. The main board is damaged.